Event description:
It was reported that, on (B)(6) 2020, while deploying a bard/davol ventralight st w/echo positioning system (ps) into the patient's abdomen during an unspecified procedure, the surgeon went to pull up on the balloon positioning cord and it broke off. The cord came out of the patient and the mesh stayed in the abdomen. The surgeon used a different mesh to complete the procedure, then pulled out the defective mesh.

Manufacturer narrative:
As reported, while deploying the ventralight st w/echo ps into the patient's abdomen, the surgeon went to pull up on the balloon positioning cord and it broke off. The subject device was returned for evaluation. Visual evaluation of the sample under magnification confirmed that the inflation tube broke below the anchor. There were areas found showing damage from contact with a surgical instrument, likely a grasper. No manufacturing anomalies were found and review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 113 units released for distribution in june, 2020. Based on the investigation and sample evaluation performed, the root cause is determined to be inadvertent damage to the inflation tube during user device interface resulting in the inflation tube break when being pulled through the abdomen. The instructions-for-use (IFU) supplied with the device states: "1. Once the ventralight¿ st mesh with echo ps¿ positioning system (the device) is inserted into the abdomen, use a grasper to locate the blue retrieval loop on the inflation tube, ensuring that the blue inflation tube is not wrapped around the mesh and is clearly visible. 2. Pass a suture passer device through healthy skin at the center of the hernia defect (avoid going directly through the umbilicus). Grasp the blue retrieval loop and pull the retrieval loop and inflation tube out of the abdominal cavity. 3. Place an atraumatic clamp or hemostat on the inflation tube at the level of the skin to temporarily hold the device in place. Cut the inflation tube on the dashed line between the retrieval loop and the yellow anchor with surgical scissors to open the tube for inflation. Discard the retrieval loop." The warning section states "do not apply sharp, heat emitting, or ultrasonic tools (such as scissors, needles, takers diathermic tools, etc..) To the echo ps positioning system. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, while deploying the ventralight st w/echo ps into the patient's abdomen, the surgeon went to pull up on the balloon positioning cord and it broke off. The subject device was returned for evaluation. Visual evaluation of the sample under magnification confirmed that the inflation tube broke below the anchor. There were areas found showing damage from contact with a surgical instrument, likely a grasper. No manufacturing anomalies were found and review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june, 2020. Based on the investigation and sample evaluation performed, the root cause is determined to be inadvertent damage to the inflation tube during user device interface resulting in the inflation tube break when being pulled through the abdomen. The instructions-for-use (IFU) supplied with the device states: "once the ventralight¿ st mesh with echo ps¿ positioning system (the device) is inserted into the abdomen, use a grasper to locate the blue retrieval loop on the inflation tube, ensuring that the blue inflation tube is not wrapped around the mesh and is clearly visible. Pass a suture passer device through healthy skin at the center of the hernia defect (avoid going directly through the umbilicus). Grasp the blue retrieval loop and pull the retrieval loop and inflation tube out of the abdominal cavity. Place an atraumatic clamp or hemostat on the inflation tube at the level of the skin to temporarily hold the device in place. Cut the inflation tube on the dashed line between the retrieval loop and the yellow anchor with surgical scissors to open the tube for inflation. Discard the retrieval loop." The warning section states "do not apply sharp, heat emitting, or ultrasonic tools (such as scissors, needles, takers diathermic tools, etc..) To the echo ps positioning system.

Event description:
It was reported that, on (B)(6) 2020, while deploying a bard/davol ventralight st w/echo positioning system (ps) into the patient's abdomen during an unspecified procedure, the surgeon went to pull up on the balloon positioning cord and it broke off. The cord came out of the patient and the mesh stayed in the abdomen. The surgeon used a different mesh to complete the procedure, then pulled out the defective mesh.